Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the impedance issues were not determined, but documented and will be assessed in the follow up visit. It was stated that x-rays were taken which showed as normal with no fractures seen. The impedance issues have yet to be resolved and were the same at a follow up visit. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported the patient previously reported numbness and tingling in the right side of their chest and the right side toes and fingers but the patient was not complaining of those symptoms today while in the office. The caller stated that initially when the patient reported those symptoms, their impedances were fine but now that the symptoms have gone away, there were high impedances. The caller indicated the symptoms must have resolved on their own since the patient wasn't complaining of them today. It was reported the it's been awhile since the patient had those symptoms. The hcp stated the impedances on the other side were fine. C-0 1965, c-1 1808, c-2 1772, c-3 2050, 0-1 2086, 0-2 2811, 0-3 3463, 1-2 2015, 1-3 2987, 2-3 2274. Patient was programmed on c+ 2- 1.2v, 60pw, 180 rate. The caller stated the patient hadn't noticed any change in therapy and the therapy seemed to be good. The caller sent the patient for an x-ray. The technical service specialist (tss) reviewed the impedances were slightly elevated (especially on contact 3 pairs). The tss suggested to monitor the impedances and to not program on contact 3 which the patient doesn't seem to need anyways. No further complications were reported as a result of this event.

Manufacturer narrative:
Aware date incorrectly reported as (B)(6). Correct aware date for additional information is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017 crts 3561380 (hcp): information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported the patient previously reported numbness and tingling in the right side of their chest and the right side toes and fingers but the patient was not complaining of those symptoms today while in the office. The caller stated that initially when the patient reported those symptoms, their impedances were fine but now that the symptoms have gone away, there were high impedances. The caller indicated the symptoms must have resolved on their own since the patient wasn't complaining of them today. It was reported the it's been awhile since the patient had those symptoms. The hcp stated the impedances on the other side were fine. C-0 1965, c-1 1808, c-2 1772, c-3 2050, 0-1 2086, 0-2 2811, 0-3 3463, 1-2 2015, 1-3 2987, 2-3 2274. Patient was programmed on c+ 2- 1.2v, 60pw, 180 rate. The caller stated the patient hadn't noticed any change in therapy and the therapy seemed to be good. The caller sent the patient for an x-ray. The technical service specialist (tss) reviewed the impedances were slightly elevated (especially on contact 3 pairs). The tss suggested to monitor the impedances and to not program on contact 3 which the patient doesn't seem to need anyways. No further complications were reported as a result of this event. (B)(6) 2017 telph (hcp): follow up information received from the healthcare professional (hcp) reported that the cause of the impedance issues were not determined, but documented and will be assessed in the follow up visit. It was stated that x-rays were taken which showed as normal with no fractures seen. The impedance issues have yet to be resolved and were the same at a follow up visit. No further complications are anticipated.